Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured. Hemostasis was achieved with manual compression for less than 30 minutes. Discharge of the patient was extended by 2 hours. There was no reported patient injury. The device was used in a coronary procedure. The balloon lost pressure during patient use. The balloon lost pressure after being pulled to the arteriotomy. A 6f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath or at the distal end of the sheath after removal. There was presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was about 5 mm in diameter. There was no vessel tortuosity. The user is trained to the device. The device was prepped and stored per the instructions for use (IFU). A non-sterile mynx control vascular closure device 6/7f was returned for investigation following a reported complaint. Visual inspection shows that button 1 and button 2 are not depressed. The stopcock is closed. A non-cordis csi was returned inserted on the unit along with a syringe attached to the device stopcock. The sealant was present in manufacturing position on the device fully covered by the sealant sleeves, which did not show any type of damage or anomaly. An inflation - deflation functional analysis was attempted to be performed, nevertheless inflation of the balloon was not possible due to the loss of pressure resulting from an observed tear during the microscopic analysis. The balloon surface was observed using a high magnification technique to evaluate the surface conditions. During this analysis the longitudinal tear was identified along the balloon body. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon ¿ balloon loss of pressure¿ was confirmed, as the balloon was not able to maintain a positive pressure to achieve an inflated state, due to a longitudinal tear observed in the balloon body. The observed condition could be attributed to handling and procedural factors. Anatomical factors may have also contributed to the reported event, since it was reported that there was presence of pvd/calcium in the vicinity of the puncture site. This can cause damage to the surface of the balloon and lead to a rupture. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured. Hemostasis was achieved with manual compression for less than 30 minutes. Discharge of the patient was extended by 2 hours.there was no reported patient injury. The device was used in a coronary procedure. The balloon lost pressure during patient use. The balloon lost pressure after being pulled to the arteriotomy. A 6f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath or at the distal end of the sheath after removal. There was presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was about 5 mm in diameter. There was no vessel tortuosity. The user is trained to the device. The device was prepped and stored per the instructions for use (IFU). Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.